Event description:
It was reported that the customer had issues with the reservoir. The reservoir was leaking when she tried to change it. She was unable to get past the fill tubing phase. Her blood glucose level was not reported. The product was not retuned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.